Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as dizziness. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported pairing failed between the insulin pump and the mobile device. Customer was advice re-launch the minimed mobile app and follow the pairing process to pair the insulin pump and mobile device, per user guide. Customer was successfully able to pair the insulin pump with the mobile app. No further patient complications were reported. The device will not be returned for analysis.